Event description:
It was reported to boston scientific corporation that an ng enteral wallstent was used during a duodenal stent placement procedure. Pt's weight was not provided. According to the complainant, difficulties were encountered during retraction of the outer sheath. A few attempts were made to retract the outer sheath. However, the sheath retracted unexpectedly resulting in deployment of the stent distal to the tumor. The stent was left implanted and a second ng enteral wallstent was deployed proximally to the implanted stent. There were no pt complications as a result of this event. Post procedure the pt's status was stable.

Manufacturer narrative:
The complainant indicated that the device was implanted and therefore will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).